Event description:
Event description guidant received information that this implantable lead became dislodged from the patient's ventricle on the same day as its original implant. There was no report of loss of critical therapy resulting in any adverse patient effects.